Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed a signal too low alarm. Customer's blood glucose was 42 mg/dl. Customer mentioned low blood glucose was due to his back surgery and medication he was taking. Customer declined finishing troubleshooting. Customer will not be returning the device for analysis.